Manufacturer narrative:
(B)(4). Method: the complaint rt330 optiflow junior tubing kit was returned to fisher & paykel healthcare (f&p) in new zealand, where they were visually inspected and analyzed. Results: visual inspection of the complaint rt330 optiflow junior tubing kit revealed no damage was found to any part of the returned rt330 kit. The leak test also revealed that the breathing circuit was within specification. Performance testing conducted on the pressure relief manifold also showed that it operated as intended and no fault was found. Conclusion: we were unable to determine what may have caused the failed leak test as reported by the customer, as no fault was found with the returned device. All rt330 optiflow junior tubing kits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt330 optiflow junior tubing kit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher and paykel healthcare (f&p) field representative, that the pressure relief valve of a rt330 optiflow junior tubing kit was found leaking before patient use. There was no patient involvement.

Event description:
A distributor reported on behalf of a healthcare facility in japan, via a fisher and paykel healthcare (f&p) field representative, that the pressure relief valve of a rt330 optiflow junior tubing kit ws found leaking before patient use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt330 optiflow junior tubing kit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.